Event description:
This case was initially received via regulatory authority (B)(6) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("restlessness and pain lower abdomen") and device dislocation ("coils were not inserted correctly") in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the first episode of pain in extremity ("radiating pain legs"), restlessness ("restlessness and pain lower abdomen"), ovulation pain ("very painful ovulation"), menorrhagia ("heavier menstruations"), mood swings ("mood swings"), anger ("quick tempered"), unevaluable event ("absent"), musculoskeletal discomfort ("joint complaints"), arthralgia ("painful neck, shoulders and posture"), the second episode of pain in extremity ("painful hands/wrists/fingers") and device dislocation (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed in (B)(6) 2017. The reporter provided no causality assessment for abdominal pain lower, anger, arthralgia, device dislocation, menorrhagia, mood swings, musculoskeletal discomfort, ovulation pain, restlessness, unevaluable event, the first episode of pain in extremity and the second episode of pain in extremity with essure. The reporter commented: during the surgery of essure removal, it appeared that the coils were not inserted correctly. Patient was still in treatment at the department rehabilitation/ergo in the hospital for painful hands/wrists/fingers. Excluding 1 complaint (not specified), the complaints have decreased and even recovered. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - in (B)(6) 2016: no abnormalities were seen the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower -analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.